Event description:
It was reported that during a da vinci-assisted surgical procedure, a prograsp forceps was damaged. The procedure was completed. No reported known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: customer reported that physical damage occurred at the distal end during the procedure, with the instrument tips becoming bent and breaking after removal from the patient¿s body. There were no broken or damaged cables, no issues with opening/closing of the grips, but no movement in left/right (yaw) or up/down (pitch) motion was noted while in use. The fragment broke only after the instrument was taken out, so no fragment fell inside the patient¿s anatomy, and the procedure was completed using a backup instrument. No patient injury was reported, no photos or video are available for review, and the instrument has been returned to isi for evaluation.

Manufacturer narrative:
The instrument involved with this event has been received, but the failure analysis testing has not yet been completed as of the date of this report.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the prograsp forceps instrument to perform failure analysis. The instrument was found to have the proximal clevis dislodged. The dislodged proximal clevis is attached to the main tube. The probable root cause is attributed to damage during use. Applying excessive force on the distal end of the instrument during handling, insertion, usage (overloading), or removal can cause damage. Additional observation(s) not reported by site: the instrument was found to have a broken main tube at the distal tip. A piece measuring proximately 13.94mm x 2.86mm was not returned with the instrument components adjacent to this broken main tube do not show damage. The probable root cause is attributed to damage during use, which may result from an accidental drop of the instrument or inadvertent collisions with other instruments. Excessive side loading on the instrument can also cause the main tube wall to collapse inwards causing it to crack and subsequently break. The instrument was found to have a broken grip cable at the grip hub. The cable was fully broken. As a result of the full break, functional testing for motion related issues cannot be performed. There was no discoloration, corrosion, or contamination on the cable that would occur from improper flushing or rinsing during reprocessing. Further inspection found no abnormally sharp or damaged components that may contribute to the cable breaking. The probable root cause is attributed to damage to the cable through external collisions, during transport and/or storage, during use, or during reprocessing. The instrument was found to have a broken distal pitch cable at the clevis hub. The broken cable segment that contains the crimp was still installed in the clevis. The cable was fully broken. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. The probable root cause is attributed to damage to the cable through external collisions, during transport/storage, during use, or during reprocessing.